Manufacturer narrative:
The complaint kit and photographs were returned for evaluation. Evaluation of the customer provided photographs verify the centrifuge bowl broke as blood splatter is seen on the centrifuge chamber walls. Examination of the returned kit showed that three out of the four locating tabs on the centrifuge bowl are bent. The base of the centrifuge bowl had multiple scuff marks indicating that the bowl had impacted something inside the centrifuge chamber. The centrifuge bowl was pressure tested and a leak was verified at the site of the damage. A material trace of the bowl assembly and its components used to build lot: h356 found no related non-conformances. A device history record review of kit lot: h356 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was due to the bowl becoming dislodged from the bowl holder. The cause for the bowl becoming dislodged could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: 001459. B.k. 10-apr-2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h356 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h356 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Approximately 200 ml of whole blood was processed at the time the break occurred. The ecp procedure was aborted and residual blood within the kit to the patient was not returned to the patient. The patient was reported to be in stable condition. The customer has provided the kit and photographs for investigation.